Event description:
It was reported that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), a signal artifact monitor (sam) episode occurred on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.